Manufacturer narrative:
Initially the case was informed as needle detachment, nevertheless when the involved sample was received the defect was changed to needle broke. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample that contains a needle broken near needle attachment area. Checking this needle, it shows than it has been held by the channel end, there are some impacts due to a needle holder or other surgical instrument in this area. The needle has also been tested for bending strength and the result fulfills the product specification: 33.01 nxcm in minimum (minimum bending strength specification for this needle: > 30 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength result of needles tested during the production control was 32.82 nxcm in minimum, fulfilling the product specification. As stated in the instructions for use of the product, "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." In this case, the handling of the needle with the needle holder is probably the root cause of the broken channel end. Final conclusion: according to the result of the test realized to the sample received from the customer and the batch manufacturing record review, the product complies with our specifications. On the other hand, the needle received has been damaged and broke most probably due to wrong handling. Therefore, we conclude that the case is not confirmed because the broken needle defect is due to a possible incorrect handling not in accordance with the product's instructions for use. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported a patient was having an elective caesarean section, and while the surgeon was suturing her uterus the atraumatic needle being used snapped and the needle was stuck in the uterus. · there was no harm cause by the incident to any staff or with the patient. · no significant delay happened. · the entirety of the needle was retrieved.